Manufacturer narrative:
The customer¿s report that a potassium 20meq/100ml infusion was started at 11:10 was confirmed. The customer¿s report that the infusion stopped at 11:37 with the pump stating that 50ml had infused could not be confirmed. The pcu event logs showed that the infusion did not stop on its own but was manually terminated at 11:37am. The pcu event log recorded that the volume infused was approximately 40.6ml coinciding with the customer¿s claim that their reports stated only 40.6ml infused. Testing and inspection performed on the pcu, lvp, and administration set did not show any malfunctions and the system was infusing within specifications. The root cause for the customer¿s reported experience could not be identified.

Event description:
The customer reported that the nurse initiated a potassium 20meq/100ml infusion at 11:10. At 11:37 the infusion stopped with the pump stating that 50ml had infused, however, the reports stated only 40.6ml had infused. The potassium bag was almost completely empty when there should have been approximately 50-60ml of fluid left in the infusion bag. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
The customer reported that the nurse initiated a potassium 20meq/100ml infusion at 11:10. At 11:37 the infusion stopped with the pump stating that 50ml had infused, however, the reports stated only 40.6ml had infused. The potassium bag was almost completely empty when there should have been approximately 50-60ml of fluid left in the infusion bag. There was no report of patient harm.